Event description:
A malfunction was reported with the display of malfunction code 16, which could be reset but recurred after resetting. There was no reported adverse impact to the customer's blood glucose level. Technical support provided assistance by offering pump reset information, and it was concluded that the pump would be replaced.